Event description:
Syringe needle became partially detached from syringe at hub when receiving flu vaccine. The incident occurred in 2009 at the facility. I am the vaccine recipient and, incidentally, also a rn that can attest to the fact that the injection technique was flawless. The person administering the injection was splashed in the face and eyes with the flu vaccine fluid. She stated, she had a similar experience within the past week administering an injection to a pediatric pt. In that case, the needle broke off completely in the pt's arm. Due to an unk amount of vaccine being administered with the problem syringe, a second dose had to be administered. Dates of use: 2009. Diagnosis: administration of flu vaccine. Gsk vaccine 0.5 ml administered; copy of record kept by vaccine recipient.